Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/07/2017 with the following findings: a review of the pump¿s black box data showed frequent replace battery alarms. There was no evidence of a short battery life in the pump history. The black box showed that the battery voltage at the time of the replace battery alarms was not low. The pump¿s electrical current draws were test and measured within specification. A power issue was not duplicated during testing. During visual inspection of the pump, it was observed that there was moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.